Manufacturer narrative:
The field service engineer (fse) arrived at the customer site and replace the data acquisition pcba. The fse ran the unit for more than 25 minutes under normal ventilation mode and no issue was found. The issue was determined to be resolved. The unit passed all performance verification tests and was returned to the customer for use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown unexpectedly. The device was reported to be in use at the time of the unexpected shutdown. No patient harm was reported. The field service engineer (fse) found a code 1009 pressure regulation high. It was advised to the customer to replace the data acquisition (da) printed circuit board assembly (pcba). The replacement part has been ordered and is on backorder. Onsite service is pending delivery of the replacement da pcba. This investigation is ongoing.

Manufacturer narrative:
Philips product investigation lab (pil) evaluated the returned data acquisition (da) printed circuit board assembly (pcba). Functional analysis was performed, and it was found that the device passed pressure accuracy testing. The pil technician could not duplicate the alleged failure reported by the customer. The returned da pcba operated on the pil test device without issue or error code. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.